Manufacturer narrative:
Results of investigation: upon receiving the suspect component for evaluation, the front panel assembly was noted to have physical scratches, dents, and contaminates on the inside portion of the screen, that was not part of the reported complaint. The carefusion failure analysis lab technician performed testing on the component and was able to verify the customer's reported issue. The touch screen is inactive or unresponsive due to the damages on the touch screen. The scratches, dents and build-up of contaminate disrupted the touch screen causing it to be unresponsive. This is suspected to be a result of product damage during the customer's use of the device.

Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr stated that during testing the entire touchscreen was inoperative not just parts of the touchscreen as the customer reported. The front panel was replaced and the touchscreen was functioning to service specifications. The suspect component was returned to carefusion and is pending an evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that the ventilator's front panel assembly was unresponsive to touch during patient use. There was no harm as the patient was switched to alternate ventilation.